Event description:
It was reported that catheter was inserted in 9/6/2005 in the superior vena cava. The tip was placed approx. 9cm under the skin. The catheter was sutured in place using blue catheter clamp. Medical solution was administered to the pt continuously. On mornings, of same day and the next day proper placement of catheter tip was confirmed via x-ray. On afternoon of the third day, pt complained of breathing difficulty. Dr tried to confirm placement of catheter tip. It was determined to be in an "unnamed vien". As a result, medical solution was seeping into chest cavity resulting in edema in chest. Chest cavity was drained. In 2005, pt's breathing difficulty improved. Drainage tube removed the next day. Pt was able to eat a meal and walk. As of 2005 condition of pt was deemed "good".